Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07091. It was reported the asymptomatic patient was in clinic for a post operation check up. Upon interrogation, it was observed the right ventricular lead had low r wave sensing and no capture, while the left ventricular lead had an increase in capture threshold from implant. A chest x-ray was completed to reveal that both leads had dislodged. The leads were repositioned successfully. The patient was stable pre, during and post procedure.